Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that the dual groshong is breaking/leaking at the connection of the white lumen below the injection cap. It was reported that this occurred with two devices. This report addresses the second device.